Event description:
Initial information was reported by a consumer to the u.s. Food and drug administration (voluntary report no. (B)(4)) and received by sanofi-aventis on 12/19/2011: a patient received poly-l-lactic acid (sculptra) (lot# and expiration date unknown) in the face. On (B)(6) 2011, the patient developed painful lumps under the skin which required surgical removal. Three surgeries were performed resulting in permanent lumps under the skin which required surgical removal. Three surgeries were performed resulting in permanent scars. No further relevant information reported.